Manufacturer narrative:
The customer¿s report of an overinfusion for the magnesium infusion was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. The only anomaly observed was corrosion on the left iui¿s connectors. The pcu event log shows pump module s/n (B)(4) was programmed to infuse magnesium ivpb 4gram/100ml ((B)(6)) at a rate of 100ml/hr at 5:38 pm on (B)(6) 2016. The infusion ran until 6:40 pm when the device was channeled off. The volume recorded as being infused during this period was 94.072ml. This infusion was programmed at a higher rate than intended. Analysis of the pcu event log shows functional testing was performed and found both devices to be delivering fluid within specification. The root cause of the customer¿s report of an over infusion of magnesium was identified as due to user programming.

Event description:
The customer reported infusions of magnesium sulfate 4 gm. In 100 ml. Intended to run at 25ml/hr. And potassium chloride 40 meq in 1000ml normal saline intended to run at 250 ml/hr. Were both completed in approximately 20 minutes. There was no patient harm. The infusion was started at 1750 when the patient went from the ed to the CT scan and the bags were noted to be empty at 1810 when the patient returned to the ed.